Event description:
It was reported that the patient received a red call doctor (rcd) icon alert via latitue, indicating voltage was too low for projected remaining capacity. The data was sent to technical services (ts), and ts recommended device replacement. The pacemaker remains in service. No adverse patient effects were reported.